Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. Additionally, investigation revealed that the display was dim and discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 12/16/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 12/16/2013 with the following findings: during evaluation, the battery compartment was found to be cracked. During testing, the display was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).